Manufacturer narrative:
No unexpected alarms were noted and the insulin pump passed the self test, reset error test and displacement test. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, minor scratches on the display window, a cracked case at a display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It is reported that customer experienced a no delivery alarm. No further information provided.